Manufacturer narrative:
(B)(4). Device available for evaluation?: yes, returned to manufacturer on 08/08/2017. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol), model zxr00 21.0 diopter, was explanted from the right eye of a female patient on (B)(6)2017 due to mechanical failure. There was no patient injury, vitrectomy, or sutures. There was a new incision created and the lens was bisected and removed whole with haptics intact. No additional information was provided.